Event description:
Add'l info received from rptr: the right heel injury "is still not healing properly". The rptr is now homebound in a wheelchair, and a home nursing svc provides wound care to his heel. He wears a wool padded brace on his right foot. In addition to wound dressing changes, the rptr is on chronic medication for pain (tylenol iii), and oral antibiotic therapy for infection. The rptr feels that he is still suffering great hardship from an injury sustained while wearing the device.